Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with the abbott diabetic care (adc) device, and the customer was unable to obtain readings. As a result, customer experienced loss of consciousness and were unable to self-treat. The customer received unspecified treatment from a third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event.

Event description:
An "unspecified" error message was reported with the abbott diabetic care (adc) device, and the customer was unable to obtain readings. As a result, customer experienced loss of consciousness and were unable to self-treat. The customer received unspecified treatment from a third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not properly seated and no issues were observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Issue is not confirmed to use due to plug not properly seated. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.